Event description:
Customer reported blood at the sensor site. The blood glucose reading was 101 mg/dl. Customer stated that the insertion site did not show signs of infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.